Event description:
My wife has worn contacts for 15 yrs with no problems. She had just gotten a new yrs worth of contacts in early april, and purchased amo complete moisture plus for the first time. On her second day of use, she contracted a pink-eye like symptom, very red eyes, a lot of tearing, and she said they felt scratchy. She works in a clinic, saw a dr and was sent home. So she spent the next two days at home, and then wore glasses for two weeks. Roughly two and a half weeks later, she used the contacts again. The symptoms returned, although not as pronounced, but after roughly 4-5 days, she really felt like something was in her eye. She went to the eye dr who said she had a scratch on her eye and gave her drops for that. After another week or so, she tried her contacts again, and all of the symptoms returned. That would have been the next month. She wore them for 2 days, and then a dr at the clinic showed us the info on the recall of the amo product. She has had all of the symptoms that were listed, and we are concerned about what course of action to take medically to prevent any further damage to the eye. Dose: enough for cleaning. Frequency: daily. Route: ophthalmic. Dates of use: daily cleaning.